Event description:
Three months postoperatively was performed to remove one ultrafix rc suture anchor. 3 weeks postoperative pt felt pain when reaching. Anchor was fully deployed on examination. One arm of four was bent more than the other three. Surgeon is a regular user of ultrafix products.